Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They clarified the statement "they didn't think it was working" as the patient was unaware if device was working as they didn't have contact from the manufacturing representative (rep). The cause of the device not working was unknown. As resolution, an appointment was scheduled on (B)(6) 2026 and communicated through the rep. The issue was resolved. They clarified the statement "some tingling at the lower part of their left side, where the implant was located" as the patient needing program assistance. The cause of the tingling at the lower part of their left side, where the implant was located was unknown. As resolution, an appointment was scheduled on (B)(6) 2026. They shared the medical notes taken on (B)(6) 2026. They were 3 weeks post op the implant. They had been using 3 pads per day. For the first 2 weeks they had no significant discomfort however today they have been experiencing irritation in the back of leg all the way down their calf. This was a new finding today. Assessment included urgency incontinence. They recommended turning their device off for 2 weeks followed by a program change with the rep.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary frequency. It was reported that they increased the stimulation because they didn't think it was working, but did not realize they needed to wait a couple of weeks to see if it took effect. The patient said they have since reduced the stimulation back to the level set by the doctor, but have experienced some discomfort since then. When asked if they still had any sensation, the patient said it was still somewhat achy when sitting down, but not severe. The patient also reported some tingling at the lower part of their left side, where the implant was located. The patient was redirected to their healthcare provider (hcp) to further address the issue, they will call them today as they didn't have a post op appointment scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.